Event description:
It was reported that the lead exhibited high threshold after implant. The physician confirmed that the lead dislodged. The lead was removed and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
Product event summary: the analyst commented the high threshold was likely due to dislodgement of the lead.